Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the ER after receiving hv shocks. Episodes showed noise on the lead. Once the pocket was opened, the physician noted insulation damage. The lead was capped.